Manufacturer narrative:
The (B)(4) twin roller pump (part no.70103.5075, serial no. (B)(4)) has been requested for further investigation in manufacturers laboratory. Life cycle engineering investigated as follows: hl20 tested for 20 days. Day 1: started tpm 80 times and observed --> no failure of tpm concerning full speed by itself occurred. Day 2: started tpm 68 times and observed --> no failure of tpm concerning full speed by itself occurred. Malfunction of the tpm after several times turned on and off could not be found. Test method: the hl20 mains, monitor and all pump position were switched on. On battery. The alarm on the monitor was muted and bubble and level sensors were overridden. All pumps were reset (dials turned to zero). Arterial pump (rpm in p1) was rotating at 85 rpm. Both heads on the tpm reset correctly and were rotating as expected, pump 1 on the tpm was set to cpl and pump 2 on the tpm was set to csl at a ratio of 1:8. Using the power buttons on the tpm I switched off both heads. Investigation results: malfunction on the slave pump of tpm could not be found/ reproduced. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
November 06, 2015 07:58 am (gmt-5:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The supplemental medwatch will be submitted after receipt of new information. Pump: mcp00703323#tpm 20-330 twin roller pump, article number: 70103.5075, serial number: (B)(4).

Event description:
It was reported that during priming/ setup the twin pump module alarmed with "error safety-s" when turned on. There was no patient involved. (B)(4).